Event description:
The account's maintenance stated that the left foot siderail was broken off the bed. He doesn't know exactly how the siderail was broken off the bed.

Manufacturer narrative:
The account's maintenance replaced the left foot siderail to resolve the problem with the siderail coming off the bed. The exact cause of the problem is not known.